Event description:
It was reported that a lead fractured. On (B)(6) 2011, the lead was implanted and the lead cap was covered. On (B)(6) 2011, the lead connect part was fully stretched when the lead cap was removed. The coil came out and it was unable to connect with the extension. The implantable neurostimulator (ins) implant and lead replacement were postponed. The healthcare provider (hcp) commented that the head skin adhesions were severe and the patient's subcutaneous tissue was very hard with difficulty to ''peel off.'' The hcp also commented that the subcutaneous tissue conglutinated progressively after the lead implant. Additional information received reported the lead would be replaced and there was no health hazard to the patient.

Manufacturer narrative:
.